Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01622). Remains implanted.

Event description:
Patient underwent a hip irrigation and debridement procedure due to infection. All components remain implanted.